Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. The complaint was not confirmed by failure analysis since the product was not returned, the information gathered can't confirm nor deny that the reported device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the system log review didn¿t show any related errors, the reported event was unable to be confirmed or replicated. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that a representative called from outside of the operating room, during a procedure to report that the maryland bipolar instrument sparked inside the patient. The customer replaced the instrument and did not experience any other issues. The instrument was sent to sterile processing. The technical support engineer advised the representative to have the customer send the instrument in for analysis and the representative would track the instrument to ensure it was sent back.